Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older date of event: event date not reported so date entered is estimated using the first day of the aware date month.

Event description:
It was reported that during a procedure involving a 2.50 x 24 mm promus element plus drug eluting stent, a dissection occurred.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. B2 outcomes attrib to adv event corrected from other serious (important medical events) to required intervention to prevent permanent impairment/damage b3 date of event corrected from (B)(6) 2019 to (B)(6) 2019 h6 device codes corrected from adverse event without identified device or use problem 2993 to difficult to advance 2920.

Event description:
It was reported that during a procedure involving a 2.50x24mm promus element plus drug eluting stent, a dissection occurred. It was further reported that vascular access was obtained via the femoral artery. The 2.5x24mm concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. Following predilitation, a 2.50x24mm promus element plus drug eluting stent was advanced and significant resistance was encountered. The stent was deployed and caused a dissection in the proximal part. Another stent was deployed to bail out the patient. Patient status following the procedure was stable.